Event description:
An event involving a cadd pump was reported that the pump underdelivered or over delivered; however, the facility was unable to determine which of the two pumps over- or under-delivered. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D1 - brand name was updated. D4 was updated. D7a - single use device was updated. G4 - PMA/510(k) # was updated. H4 - device MFR date was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.